Manufacturer narrative:
Hyperinflation of the device may be associated with the isolation of lactobacillus reuteri, which was identified following culturing of the fluid from inside the intragastric balloon during the endoscopic removal. These fermentative organisms are known to produce gas as a metabolic byproduct, which may increase internal pressure and contribute to volumetric expansion of the device. This finding may provide a potential explanation for the observed device hyperinflation. However, lactobacillus species are part of the normal gastrointestinal flora, and the source of the organism could not be confirmed, including the possibility of external contamination. The device is available for return to the manufacturer and has been requested. Further evaluation is pending the return and analysis of the device.

Event description:
The patient underwent placement of the allurion balloon on (B)(6) 2026. On (B)(6) 2026, the patient reportedly experienced intolerance symptoms including vomiting, nausea, discomfort particularly in the lying position, and foul-smelling burps, and an abdominal x-ray showed the balloon to be hyperinflated. The balloon was endoscopically removed on (B)(6) 2026. No additional complications were reported.